Event description:
It was reported that the transmitter would not power up. The transmitter was connected to a different electrical outlet and it would still not power up. The transmitter exuded a burnt smell. The device would no longer be used and replaced